Event description:
While removing the catheter, the nurse noticed the catheter was broken and still in the patient's vein. Patient had an MRI and approximately 2cm of catheter tip was missing.

Manufacturer narrative:
When the investigation is completed, a supplemental report will be submitted. (B)(4).